Manufacturer narrative:
A4 is unknown. Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the emergency room (ER) with chest pain, shortness of breath, and elevated troponin levels. She suffered two cardiac arrests in the ER and catheterization laboratory. Following successful resuscitation and achievement of return of spontaneous circulation, a st elevation myocardial infarction code was called. A left heart catheterization revealed left main and right coronary artery disease. Given the presentation of cardiogenic shock, an impella cp was successfully placed via the right femoral artery for mechanical circulatory support. Following the initiation of impella flow, vasopressor support was successfully weaned. However, the patient did not regain consciousness or exhibit a positive neurological response after sedation was discontinued, indicating a poor prognosis likely due to the duration of cardiac arrests. The family designated the patient as do not resuscitate. The patient subsequently developed distal limb ischemia with an absent distal pulse. Due to the poor overall prognosis and questionable neurological status, the medical team decided against escalating care to an impella 5.5 device. The patient continued to deteriorate despite increasing pressor support. The family ultimately decided to withdraw care and transition to comfort measures only. Patient care was withdrawn, and the patient expired.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1940955. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks. As per qn (B)(4), for pumps sn: (B)(6), DHR documentation missing. The DHR (delivery record) for the lot was found at the sv (supply and distribution) department. After the DHR review dated (B)(6) 2025, it was returned to production to correct a missing material consumption posting for 0048-3106 au, cannula, pump 350. The DHR fa (delivery record) documented that 6 units from lot 1939189 and 4 units from lot 1942102 were used; these quantities are not reflected in the documented goods movements. This explains why no DHR report is available for the psi (process safety inspection) check, as it could not be generated due to another error. This confirms the proper functioning of the procedure according to sop-qa118 rev. B, chapter 6.2. Consequently, the reported nonconformity cannot be confirmed, and the qn (quality notification) can be closed with acc (acceptable). Since the cannula posting issue has already been processed for an excessive amount of time, it will be addressed and investigated in a new f3 qn. The lot will remain in the mrb area via (B)(4) until its final disposal.